Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device data logs revealed occurrences of circuit fault alarms indicating pressure measurements issues which incorrectly triggered the system fault 101 error message. Based on all available evidence and complaint investigations of a similar nature, the reported system fault 101 was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf101) indicating an incorrect outlet pressure measurement and ventilation stopped. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. Review of the device data logs confirmed the occurrence of the system fault (sf101) error message. Visual inspection found water damage and contamination throughout the device. The evaluation determined that the device failure was due to contamination in the pneumatic block. The pneumatic block was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf101) indicating an incorrect outlet pressure measurement and ventilation stopped. There was no patient injury reported as a result of this incident.